Event description:
It was reported the device gave a "cassette not attached" alarm.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The investigator noticed a bubbled downstream occlusion seal. A review of the event history log (ehl) revealed the following: "8/17/2020 8:24:30 am high alarm displayed: cassette not attached properly 8/17/2020 8:24:31 am high alarm silenced: cassette not attached properly." The customer reported product problem (?cassette not attached properly? Alarm) was replicated during functional testing. The alarm was being produced because of a defective dso sensor (non-reactive). The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The source of this problem was unknown. A root cause was not established. The dso sensor was replaced.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.